Manufacturer narrative:
The insulin pump alarmed during force sensor system testing at 4 lbs due to faulty force sensor resistor. The device was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window. (B)(4).

Event description:
The customer called and reported receiving an alarm on the insulin pump, indicating the force sensor system was compromised. The customer's blood glucose was not known. The insulin pump had not been bumped or dropped prior to the alarm occurring. The drive support cap appeared normal and customer did not recall pressing it while connected. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.